Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator message (eri). It is unknown if this occurred prematurely. As a result, the patient is unable to set the ipg into MRI mode. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that the patient's ipg had reach end of service. Surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.